Event description:
The malfunction of the pencil happened during the dissection of the mammary artery. With coag on, the pencil destroyed part of the artery. Fortunately, the physician was able to continue the cardiac surgery with the undamaged part of the artery. The electrosurgical unit (including the pencil) were sent to the biomedical department for complete tests. This malfunction did not cause a prolonged hospitalization nor a new disability to the patient.